Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had random beeps. Customer stated that the self test is passed. Customer stated that the beep was very quiet and did not sound like a alarm. Customer stated that there were alerts on high and low alarms and faint beep was happening. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.